Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device, resulting in elevated blood glucose levels. The mother reported that the insulin cartridge had not been changed in 2 years. The customer experienced elevated blood glucose symptoms of vomiting and was transported to the hospital. At the hospital the customer was diagnosed with diabetic ketoacidosis and received a ph level of 7. The customer was admitted into the regional hospital for children and was treated for hyperglycemia. The type of treatment provided was unknown. On (B)(6) 2021 the customer was moved to the public ward at the hospital for children and was in stable condition. The customer was hospitalized for 7 days.

Manufacturer narrative:
Section d: suspect medical device was corrected to the accu-check spirit adapter as it was determined to be the contributing cause of the event.